Manufacturer narrative:
(B)(4), the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported the patient developed an infection one month post implant. The patient was hospitalized and antibiotics were given. The lead was removed and not replace at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d204trm, implanted: (B)(6) 2013, explanted: (B)(6) 2013; product ID: 6947m, implanted: (B)(6) 2013; explanted: (B)(6) 2013; product ID: 5076-52, implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.